Event description:
A malfunction alarm, identified as malf 3, was reported with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy.